Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins has moved over the last few months. It has migrated from the right hip under the waistband all the way over near the top of the butt crack. It is painful because of the area it is in like when patient lays on their back. The therapy is working for the patient but they would like to intervene because it becomes a problem. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Ruled out due to (B)(4).